Manufacturer narrative:
(B)(4): the patient was recovering from the event of peritonitis when he was re-admitted for peritonitis 15 days after the initial admission. The cause of the peritonitis was unknown. The patient was treated with vancomycin (dose, frequency and route not reported). During the hospitalization, the patient stopped peritoneal dialysis (pd) therapy, the pd catheter was removed, and the patient began hemodialysis. The patient was discharged from the hospital and recovered from the event of peritontis.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed on potentially associated lot number h12l13070 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A review of all batch record documents was performed on potentially associated lot numbers h12g09010 and h12j15038 with no issues noted during the manufacturing process. There were no deviations from standard procedure. An exception was noted for the batch but does not indicate any issues related to the complaint. Should additional relevant information become available, a follow-up report will be submitted. Same patient as (B)(4).

Event description:
This is report 3 of 3. This is a report of peritonitis in a patient coincident with dianeal therapies for peritoneal dialysis (pd). On an unreported date, dianeal therapies were withdrawn. The patient was hospitalized for peritonitis. The cause of peritonitis was unknown. Treatment was not reported. The patient had not yet recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). Should additional information become available, a follow-up will be submitted.